Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module displayed the error message "channel dislodged" and an alarm went off. Channel b was fully off with no lights and the infusion that was running in it prior was turned off and could not be turned back on. The clinician tried to troubleshoot, all channels turned off and could not turned back on even after disconnecting and reconnecting all the channels and restarting the pump. There was patient involvement but unknown outcome. The customer indicated that they would not be providing further information.

Event description:
It was reported that the large volume pump module displayed the error message "channel dislodged" and an alarm went off. Channel b was fully off with no lights and the infusion that was running in it prior was turned off and could not be turned back on. The clinician tried to troubleshoot, all channels turned off and could not turned back on even after disconnecting and reconnecting all the channels and restarting the pump. There was patient involvement but unknown outcome. The customer indicated that they would not be providing further information. A report was received from health canada's canada vigilance program which states, "on the alaris pump, an error message and alarm went off with a message on the screen saying channel dislodged" - no one was in the room and the IV pump was not touched. Channel b was fully off with no lights and the infusion that was running in it prior was turned off and could not be turned back on. Another nurse tried to trouble shoot and all channels turned off and couldn't be turned back on even when disconnecting and reconnecting the channels and restarting the pump."

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Correction: describe event or problem. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of a blown fuse was confirmed through laboratory testing. Inspection and laboratory testing on the as-received pump module found that the f1 fuse on the motor controller board was blown. The received suspect pump module¿s fuse (f1 ¿ 750ma, pn: 320079) was measured with a digital multimeter and found to have an open circuit. A shorted c3 capacitor can blow the f1 fuse as soon as motor motion is initiated, and the +15 volt supply is turned on. If the fuse (f1) blows it can lead to a power loss on the pump module and a channel disconnect error, no channel ID, won¿t power on, no communication, or not connecting will occur on the pcu. Due to the self-healing properties of tantalum capacitors (c3), extensive testing was unable to replicate the reported event with the replaced fuse. With the replaced fuse, a basic infusion was programmed with a rate of 10 ml/h and volume to be infused (vtbi) of 720 ml. The pump module infused for three (3) days. The infusion completed successfully with no errors or malfunctions. A preventative maintenance task was performed via the alaris system maintenance (asm) software (12.3). The suspect pump module passed all the tests successfully. A review of the suspect pump module sn (B)(6) and pcu sn (B)(6) error logs did not show any errors occurred on this date. The pcu sn (B)(6) event log showed was in use on 27 september 2024 attached to returned suspect pump module sn (B)(6) as channel b. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: replace motor controller board. Device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable cause of the reported issue is suspected to have been caused by a momentary short in capacitor c3, which caused the f1 fuse to blow.